Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain, diffuse/vague abdominal pains") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation in 2014 and adhd. No concomitant gynecological conditions. In 2014, the patient had essure inserted. In 2014 she experienced abdominal pain (seriousness criterion intervention required). Essure was removed on (B)(6), 2023. An unknown time later she experienced allergy to metals ("additionally, the patient has a nickel allergy and suspects the pains are caused by this, because there is nickel in essure"), axillary pain ("the pain comes as a stab changing sides, and can spread to the armpit and thigh") and pain in extremity ("thigh pain"). The patient was treated with surgery (laparoscopic removal). At the time of the report, the outcome of abdominal pain was unknown. The reporter saw no causal relationship between abdominal pain and essure. No causality assessment was received for essure with regard to allergy to metals, axillary pain or pain in extremity. The reporter commented: removal performed at patient's request. Follow-up at 6 months will not be available. Removed essure were sent for technical investigation. No signs of infections. The marking means that the infection blood tests are normal, i.e. Negative. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): infection parameters: normal/negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: event nickel allergy , armpit pain & thigh pain added. Event onset date updated for abdominal pain. Reporter causality comment updated. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain, diffuse") in an adult female patient who had essure inserted. The patient had a medical history of endometrial ablation in 2014 and adhd. No concomitant gynecological conditions. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal). At the time of the report, the outcome of the event was unknown. The reporter saw no causal relationship between abdominal pain and essure. The reporter commented: removal performed at patient's request. Follow-up at 6 months will not be available. Removed essure were sent for technical investigation. Entry "infectio parameters o/" interpreted as no signs of infections, clarification requested. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain, diffuse/vague abdominal pains") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation in 2014 and adhd. No concomitant gynecological conditions. In 2014, the patient had essure inserted. In 2014 she experienced abdominal pain (seriousness criterion intervention required). An unknown time later she experienced allergy to metals ("additionally, the patient has a nickel allergy and suspects the pains are caused by this, because there is nickel in essure"), axillary pain ("the pain comes as a stab changing sides, and can spread to the armpit and thigh") and pain in extremity ("thigh pain"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of abdominal pain was unknown. The reporter saw no causal relationship between abdominal pain and essure. No causality assessment was received for essure with regard to allergy to metals, axillary pain or pain in extremity. The reporter commented: removal performed at patient's request. Follow-up at 6 months will not be available. Removed essure were sent for technical investigation. No signs of infections. The marking means that the infection blood tests are normal, i.e. Negative. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): infection parameters: normal/negative quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain, diffuse") in an adult female patient who had essure inserted. The patient had a medical history of endometrial ablation in 2014 and adhd. No concomitant gynecological conditions. In 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter saw no causal relationship between abdominal pain and essure. The reporter commented: removal performed at patient's request. Follow-up at 6 months will not be available. Removed essure were sent for technical investigation. No signs of infections. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] (date unknown): infection parameters: normal/negative. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: the reporter clarified that blood tests for infection were normal/negative. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.